Event description:
It was reported that during the right ventricular (rv) lead implant procedure, the lead encountered placement difficulty. The rv lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the tines/lobes of the lead became extrinsically distorted. Visual analysis of the lead indicated damage at implant. The analyst noted that visual inspection found that the fixation of the lead was distorted /bent, and dried blood visible on the tip electrode. If information is provided in the future, a supplemental report will be issued.